Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as the reported event was against syringe and not attributed to device malfunction. Submitting the investigation details as additional information. The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. No actions taken at this time since a root cause was not identified. The device history record review could not be performed without a lot number. The product catalog and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when replacing foley catheter, it was noticed that the lubrication syringe inside the foley kit was empty and crusted over. Nurse used a new foley kit to start over. Per customer follow up on 18dec2024, the foley kit that was reported was actually discarded by staff, the product identifiers provided in the med sun report were taken from another foley kit (hopefully from the same lot as the defective product). The defective product was identified before it was used for the patient and the nurse used a new foley kit to start over.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when replacing foley catheter, it was noticed that the lubrication syringe inside the foley kit was empty and crusted over. Nurse used a new foley kit to start over.